Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the balloon was pretested in the cath lab without issue. However, after the balloon was inserted through the sheath into the pt's left femoral vein, the doctor was unable to inflate the balloon. As a result, a new product with the same code was opened and the diagnostic procedure was performed as planned without issue. There was no reported delay, death or complications to the pt.